Event description:
It was reported that a pt (with congenital cataracts) who underwent anterior capsulotomy and lens fragmentation with the catalys system experienced an anterior capsule tear. The physician floated the capsulotomy disc with the injection of viscoat into the anterior chamber prior to removing the capsulotomy disc, which he believed to be 100% free floating. No tags or attachments in the capsulotomy were observed by the physician. After removal of the lens and cortex and during the insertion of viscoat into the capsule bag, the physician noticed a tear approx 1 mm in length in the anterior portion of the capsule. A 3-piece iol was successfully inserted into the capsular bag. The pt is doing well and the pt's best corrected vision eight days post surgery was 20/20.

Manufacturer narrative:
The system optical coherence tomography (oct) recording, the system video display recording and the cataract surgery video were unavailable for analysis. Investigation of this incident included interviews with the optimedica clinical application specialists (cas) that were on site during this procedure and a review of the system's data logs. The cas noted that during the procedure when removing the capsulotomy disk, the physician did not use the standard continuous curvilinear capsulorrhexis (ccc) surgical technique and that this may have caused and/contributed to the anterior capsule tear. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a non-circular, irregularly shaped capsulotomy."